Manufacturer narrative:
On 10/15/2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: 325cc mentor memorygel breast implant (catalog number smpx325, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade iii. The diagnosis was confirmed by physician upon examination. As a result, the patient¿s impacted device was explanted on (B)(6) 2019 and replaced by a 415 mentor memorygel breast implant (catalog number shpx415).

Manufacturer narrative:
On 11/7/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample, it was observed to be intact. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Manufacturer's reference number: (B)(4).